Manufacturer narrative:
At this time, the explanted portions of the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The ICD was explanted and a portion of the was explanted, while, a portion of the lead remains surgically abandoned in the patient. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead implanted with another manufacturer's implantable cardioverter defibrillator (ICD), exhibited high out of range shock impedance measurements greater than 125 ohms. All other lead diagnostics were noted to be stable and acceptable. A lead fracture was suspected. A chest x-ray was scheduled. No adverse patient effects were reported. This product remains implanted and in service.